Event description:
A physician reported a pt was originally skin tested (date unknown) by another physician with negative results. The pt has had multiple treatments since without event. The pt was treated on 27 may 1998 in the glabella. On 8 june 1998, the pt presented with redness and induration at the treated glabella site; (exact date of symptom onset not known). The physician believed the symptoms were related to hypersensitivity and prescribed prednisone and topical elocon. No other medical or surgical intervention and planned or prescribed, and the treating physician has not heard from or examined the pt since 8 june 1998. On 22 june 1998, the pt was examined by a consulting physician's office who noted continued redness and induration at the glabella treated site. The consulting physician believed the symptoms were a hypersensitivity to the collagen. No further medical or surgical intervention was planned or prescribed.